Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patients stimulation did work, but the patient only had the a program with two amplitudes and the rate. This program only covered a little pain but did work sort of in the leg/hip, but nothing in the back. It was noted that the patient needed better coverage for the legs/hip. When stimulation was up higher it stimulated in the upper abdominal region and just under the breasts. On (B)(6) 2016, the patient had an appointment with a pain clinic, but the rep did not show up. No adjustments had been made since (B)(6) 2016, two weeks after surgery. On (B)(6) 2016, the day of the surgery, stimulation was set while in surgery. At the appointment with a doctor on (B)(6) 2016, a rep removed what had been set for stimulation, and was unable to get programs to the patients comfort/pain control. This was when another rep came in and setup the basic program. What the patient wanted was what she had with the first stimulator; group a with amplitude, pulse width, rate, four programs, and stimulation around the patients back, legs, and hips, not in the abdomen or below her breast. It was noted that the patients fir st stimulator worked perfectly. It was noted that the patient had an appointment on (B)(6) 2016 and she wanted a rep present.

Event description:
The consumer reported that their implantable neurostimulator (ins) was not working and it was placed (B)(6) 2016. It was stated they went to the doctor's office 2 weeks ago and the manufacturer representative (rep) was there working on the stimulation. It was noted they got a small portion running and was going to fine tune it some more. The patient had their appointment changed so the rep never showed up to that appointment. It was stated the doctor's office was going to contact the manufacturer to make arrangements to be there in a month, but they had to wait another month to program their ins. No symptoms were reported. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.